Event description:
It was reported that current pump did not consistently read insulin accurately. There was no reported impact to the customer¿s blood glucose level. Patient declined follow up with support, no troubleshooting was completed, and no additional information was obtained, and customer was noted to be out of warranty and in process of renewal.